Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-jun-05. It was reported that the catheter was twisted on the spinal side of the catheter. A revision was performed. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-jun-04. It was reported that the cause of the kinking was unknown. There was surgery scheduled for (B)(6) 2018. The kinking would not be resolved until surgery. The cause of the catheter migration was not determined. Actions taken to resolve the migration included catheter revision/replacement. The migration would not be resolved until surgery on (B)(6) 2018. The patient¿s weight was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was updated to unresolved at time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via the clinical study reported a catheter access port (cap) contrast study was performed on (B)(6) 2018 and a catheter dislodgement/migration and a kink at the anchor were noticed. The patient was receiving fentanyl (2000.0 mcg/ml at 500.6 mcg/day) and bupivacaine (20.0 mg/ml at 5.006 mg/day) via an implantable pump. The device diagnosis was catheter dislodgement and the clinical diagnosis was suboptimal pain relief. The catheter had migrated from c2 and was then at l1. Also there was a kink at the pump site making it hard to aspirate. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The catheter was revised on (B)(6) 2018 and the issue resolved without sequelae the same day.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain and radiculopathy. It was reported that the catheter was kinked and migrated. The issue was diagnosed by dye study. The issue occurred in (B)(6) of 2018. The rep was told that there is ¿dynamic kinking of the catheter¿ at the anchor site and the catheter has migrated out of cervical spine and the tip is now in the lumbar spine. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a clinical study indicated the patient exited the study on (B)(6) 2018 and the reason for the exit was all enrolled medtronic products were inactive. No further complications were reported.

Manufacturer narrative:
The catheter was returned and analysis found the catheter body was torn or broken or melted at or after explant that did not affect infusion. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown_cath, product type catheter. Method code and result code apply to the unknown catheter. If information is provided in the future, a supplemental report will be issued.